Event description:
During a pt code, the device failed to discharge. The defibrillator was able to charge and discharge at 300 and 360 joules but failed to discharge on a third attempt. An alternate defibrillator was obtained. The pt expired. The unit was removed from service and inspected by the hospital clinical engineering department.